Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon pulls the tissue and closed the jaws to send energy to the structure. When the device reached the second tone, the surgeon feels that the device stopped working properly. Looking through the lens, he realized that the upper part of the jaw is loose. It was impossible to retrieve the device from the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Shrouds. The device was received with the upper jaw damaged at the proximal side, and stuck closed. The shrouds were dislodged, in addition a trocar was returned with the instrument. Due to the returned condition of the instrument not all mechanical and functional testing could be performed with the gen11. The jaws were forcibly opened; in the process the upper jaw got detached. Although no definitive root cause could be drawn as to how the shrouds dislodged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.